Event description:
The patient was consented in the sapphire study and the procedure was completed same date of consent. The target lesion was located in the left mid common carotid artery with no occlusion in contralateral carotid. The angioguard was placed, and the precise stent was implanted without incident. However, during stent post-dilatation, the patient experienced a sudden stroke. Neurological deficits included aphasia and right hemiparesis. The investigator related this event to the index procedure but not to anticoagulation or cordis products. No emergent carotid surgery was required. The event duration and outcome was not reported. Additionally, approximately two days following the index procedure, the patient experienced a sudden seizure associated with unspecified neurological deficit that lasted less than 24 hours. The investigator felt the seizure was related to the index procedure and not related to anticoagulation or cordis products.

Manufacturer narrative:
Add'l procedural info was ntoed as the following: the patient met high-risk criteria due to congestive heart failure (chf) class iii/IV and/or unknown severe left ventricular dysfunction ejection fraction <35% and age >75. Baseline nih stroke scale score was 0, but the stroke score was not reported. The index procedure was completed same date of consent and the patient was asymptomatic. The target lesion was located in the left mid common carotid artery with no occlusion in contralateral carotid. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 80.0 with lesion length 20.0. Total length stented segment was 40.0. Arch type was ii with mild lesion calcification and moderate vessel tortuosity. The lesion was predilated with no resistance to percutaneous transluminal angioplasty (pta) documented. An angioguard rx distal protection device was successfully placed without incident and a precise pro rx stent was implanted for treatment of target lesion with success. There was no stent or angioguard malfunction. The angioguard was retrieved successfully with no technical problems and no debris was present. Further information noted that the following: no non-study stent deployment or embolic protection device was used. The device is not available for evaluation and testing. However, any additional information will be submitted within 30 days upon receipt. This is one of two devices involved with this reported event which is associated with mfg report number: 9616099-2008-02593.